Event description:
It was reported that this pacemaker exhibited oversensing leading into pacing inhibition. Technical services (ts) indicated discussed this patient has av block and the pacemaker should be reprogrammed to promote right ventricular intrinsic conduction. The field representative agreed. This pacemaker remains in service. No adverse patient effects were reported.